Event description:
A customer reported to carefusion that the tygon tubing included with circuit part# rt4851-18 is disconnecting easily off the back of the drager baby log ventilator when initially set up. As the fisher & paykel heater is warming, within 5-10 minutes of set up, the tubing becomes disconnected. This is occurring on both the inspiratory and expiratory side of the ventilator. The customer believes this problem is caused by the tygon tubing configuration and not the adapter in the circuit. Information from the customer states, "these infant circuits have had a problem with the tygon tubing that connects to the ventilator separates from the hard plastic adapter that it is connected to. Multiple times the tubing has spontaneously disconnected." The customer requested no more stock from the identified lot numbers. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Evaluation summary: carefusion received the return sample from the customer. The sample was evaluated and no problems were found. The tubing was sized and found to be within specification. The device history record was reviewed for the lot number provided. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In addition the sub assemblies for this product were reviewed and no issues were observed. The tubing manufacturing process was observed and no problems were found. The tubing was produced in accordance with carefusion specifications. This complaint was not confirmed.

Manufacturer narrative:
(B)(4). Report 1 of 4. A follow up report will be submitted when the investigation is complete.